Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2013, as part of an investigator sponsored trial "prospective study evaluating the bronchial thermoplasty on the patients with asthma." According to the complainant, the patient underwent a bronchial thermoplasty procedure on (B)(6) 2013. On (B)(6) 2013 the patient experienced exacerbated asthma with symptoms of cough, expectorations and bilateral sibilants (wheezing). It was noted that the exacerbated asthma was triggered by a viral episode and a bronchial infection. The patient was hospitalized from (B)(6) 2013. It is unknown if any additional medical intervention was required to treat the infection. According to the complainant, the event was resolved without consequences as of (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.